Event description:
Rn reported a home patient (hp) had two incidents of minicap falling off their transfer set. Per rn the caps appeared not to have a positive stop to them. Per rn no patient injury associated with these incidents.